Event description:
A customer reported a high blood glucose (bg) level of 230 mg/dl that required a visit to the emergency room and subsequent hospitalize in the intensive care unit. The high bg event was associated with ketones, which were identified by healthcare professionals as dangerous. The customer received treatment with intravenous fluids of saline and insulin, which resolved the issue without causing any permanent damage. The customer was released from the hospital on (B)(6) 2025, and no further assistance was required, as the caller declined a supplies or system check.